Manufacturer narrative:
Re-submitting this medwatch report to correct the errors under "initial reporter"& "date of this report". Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Although we have not established that the device caused or contributed to the event, we are reporting it only out of caution to be in compliance with 21 cfr part 803. We cannot rule out causality. As mentioned above, there was no blood loss or serious injury or any other ill-effects happened to the patient involved in the incident. The actual lot number involved in the event is unknown. We requested for the lot number that the clinic is currently using which is 160223351. Based on our reserve sample evaluation and device history record of the lot number provided by the clinic, there was no abnormality found. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. Jmss wingeater was only associated to the event. Based on the information provided by clinic manager, there was no product issues and no end-user issues related with jmss wingeater. The patient did move slightly to be more comfortable which might have caused the infiltration. Also, the new technician did not follow facility protocol when overriding the alarm and adjusting the machine which made the situation worse. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Initial report: patient experienced a venous access infiltration approximately three and half hours into a regularly scheduled 4-hour hemodialysis (hd) treatment on (B)(6) 2016. The patient's arm was reported to have looked swollen. The treatment was terminated 30 minutes early and the patient was given a referral to the access center for evaluation; however, the patient did not report to the access center. No other intervention was necessary and the patient has since returned to the clinic for continued hd therapy without any further issues. The issue was originally reported to have been related to the 2008k2 hemodialysis (hd) machine that did not give a venous pressure alarm at 410 mmhg, resulting in the patient incurring the infiltration. Follow-up information with the clinic manager at the user facility revealed that the hd machine did alarm appropriately for the venous pressure during treatment, however, the alarm was reset and manually overridden to continue treatment. The clinic manager reported that the patient has a left upper arm graft and has partial paralysis and moves a lot. Needle brand is jms 15g, catalog and lot number are unknown.

Manufacturer narrative:
Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Although we have not established that the device caused or contributed to the event, we are reporting it only out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. As mentioned above, there was no blood loss or serious injury or any other ill-effects happened to the patient involved in the incident. The actual lot number involved in the event is unknown. We requested for the lot number that the clinic is currently using which is 160223351. Based on our reserve sample evaluation and device history record of the lot number provided by the clinic, there was no abnormality found. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. Jms(B)(4) wingeater was only associated to the event. Based on the information provided by clinic manager, there was no product issues and no end-user issues related with jms(B)(4) wingeater. The patient did move slightly to be more comfortable which might have caused the infiltration. Also, the new technician did not follow facility protocol when overriding the alarm and adjusting the machine which made the situation worse. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Initial report: patient experienced a venous access infiltration approximately three and half hours into a regularly scheduled 4-hour hemodialysis (hd) treatment on (B)(6) 2016. The patient's arm was reported to have looked swollen. The treatment was terminated 30 minutes early and the patient was given a referral to the access center for evaluation; however, the patient did not report to the access center. No other intervention was necessary and the patient has since returned to the clinic for continued hd therapy without any further issues. The issue was originally reported to have been related to the 2008k2 hemodialysis (hd) machine that did not give a venous pressure alarm at 410mmhg, resulting in the patient incurring the infiltration. Follow-up information with the clinic manager at the user facility revealed that the hd machine did alarm appropriately for the venous pressure during treatment, however, the alarm was reset and manually overridden to continue treatment. The clinic manager reported that the patient has a left upper arm graft and has partial paralysis and moves a lot. Needle brand is jms 15g, catalog and lot number are unknown.